Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the patient had an increase in ldh and showed signs of hemolysis. A ramp study was performed and showed "signs of inadequate left ventricular unloading." A pump exchange was performed and during the exchange it was also reported that thrombus was visually confirmed behind the inlet stator.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.